Event description:
It was reported that the grater head is dull, and the drill bits are broken.

Manufacturer narrative:
Product complaint #: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Did it break into 2 or more pieces? The drill bits yes. Could you please update on which part of the instrument broke? Drill bits snapped in half. Was there any patient involved? Unknown but customer has not raised any concern re: patient safety in these procedures.

Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: no device was received for examination, therefore the reported event could not be confirmed. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.